Event description:
The customer contact reported the device alarmed with a s205 (backup battery) malfunction alarm code. The pump was returned to the biomedical department with a report that during set up prior to patient use, the device had a malfunction, battery needs service. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device alarmed with a s205 (backup battery) malfunction alarm code. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device displayed a s205 (backup battery) malfunction alarm code. During additional testing it was noted the blade of the ac power cord was bent. The probable cause of the bent blade was use in the customer environment. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.